Event description:
It was reported that the patient presented via a remote transmission showing non-statined right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were discussed but not made at this time. No patient symptoms were reported.